Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant, there was an alert for high rv coil impedance. An alert was also triggered for high svc coil impedance. A revision procedure occurred and the connector of the ICD was noted to have blood in the connector. The connector was cleaned and the lead and device were reconnected and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
The first alert was on the day of implant. The next alerts were approximately 2 months after implant.